Manufacturer narrative:
The customer is working with interface and modality work list project with implementation team and full implementation of the devices is not complete. The customer elected to began reading studies for outside sites before work was done and is doing so without utilizing workflows recommended by merge heathcare. Specifically use of an ipid or a prefix to ensure each study is considered unique due to multiple individualized fields.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three-dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. The customer called into merge support in (B)(6) 2016 because they found that some outside studies that they were bringing into their system were conflicting and merging to some current studies on their system. Merge support recognized the issue and informed client they needed to create a dicom header modification rule to prefix the mrns that are coming from that facility. This would have fixed the issue. Client stated that they would work with merge implementation staff to resolve the issue. The customer reported that there had been cases where rad had read images of patient a thinking they were patient b and the wrong report was attached to the wrong patient. The site was able to catch these very quickly and correct the issue. There is no information suggesting that a patient has been adversely affected by this. To make sure the incorrect merging does not happen, site is manually qcing everything that comes into the system. However, there is a risk that one could be missed or that the study was read after hours and was not qc'ed. Again, there is no evidence of a specific patient being adversely effected by this. (B)(4).

Manufacturer narrative:
Implementation added ipid configuration to prevent mrn collisions. Customer was provided a report of any patients that could have been erroneously joined. Customer reviewed report and verified that there was no patient impact. Issue has not been reported since. No indication of patient harm. No further action needed.